Event description:
Complainant alleged that the distal portion of stabilizer arm (product code 89-9306) broke off from opcab retractor when a component was attached to the distal end of the arm. This occurred during a cv procedure.